Event description:
It was reported that atrial lead had low pacing impedance. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. There was a lead impedance out of range alert, the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and that the impedance trend on the atrial pacing lead was variable. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. The pace impedance varies between 776 ohm and 2064 ohm until the week ending (B)(6) 2013 and then drops to 152 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.